Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump error 35 alarm, and a frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884, and the customer response was the device will be returned.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 53 alarms (file number 65535 line number 65535) in the pump history download on due to moisture damage to the motor assembly, pcb1 and pcb2 board as per global logic analysis (B)(4). Pump error 35 was confirmed in pump download history on 06/07/2024 16:31:00.000. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The unit also was received with: cracked case (battery tube), stained keypad overlay, and pillowing keypad overlay. In summary, unit showed critical pump error 53 (open book image) which was triggered by moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.